Event description:
The renal dysfunction was resolved without sequelae on (B)(6) 2021. The right heart failure was resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 psychiatry was asked by cardiology to see the patient for symptoms of depression. The patient was assessed and found to have moderate to severe depression. Medication was started. On (B)(6) 2021 the patient noted to have hemoglobin (hgb) of 6.7 and 1 unit of packed red blood cells (prbc) transfused. The patient then had a hemoglobin of 8.1. On (B)(6) 2021, the bleeding was resolved without sequelae as no further transfusions were needed. The patient's depression was ongoing at the time of study completion or withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2021 (related manufacturer report number 2916596-2021-05238). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, respiratory failure, renal dysfunction, right heart failure, and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed acute blood loss anemia. Hemoglobin had dropped and the patient had an episode of hypotension. The patient received 2 units of packed red blood cells (prbcs) on (B)(6) 2021. The patient experienced right heart failure requiring continued use of inotropic support greater than 7 days. The patient experienced renal dysfunction and their creatinine progressively increased. The patient became oliguric. Renal was consulted and patient was started on continuous veno-venous hemodialysis (cvvhd) at 2020 on (B)(6) 2021. Bleeding had resolved without sequelae on (B)(6) 2021. The patient experienced respiratory failure and became hypercarbic requiring reintubation on (B)(6) 2021. A bronchoscopy was performed on (B)(6) 2021 and revealed nothing, the airways were clean. Respiratory failure has resolved without sequelae on (B)(6) 2021. The patient was stabilized and extubated on (B)(6) 2021.